Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) developed an infection. It was reported that the patient also experienced severe sepsis, abdominal pain and atelectasis. The patient was given intravenous antibiotics and was discharged. However, the patient was re-admitted due to fever, abdominal pain, sepsis, pneumonia and pancreatitis. The patient's medication regimen was adjusted accordingly. There were no additional adverse patient effects reported. All available information indicates that the product remains in service.

Manufacturer narrative:
--

Event description:
--